Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with complete heart block and symptoms of lightheadedness and chest pain. Upon device interrogation, loss of capture (loc) on the right ventricular (rv) lead was noted with isometrics. Historical information indicated that the loc episodes began several years ago and there had also been a few high rv bipolar impedance measurements. The outputs on the device were increased and capture was regained. A possible lead fracture or device header issue was suspected. During the revision procedure, the rv lead had no capture when plugged into the ventricular channel but did have capture when plugged into the atrial channel and tested fine through the analyzer. The device was explanted and replaced and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material in the connector. If information is provided in the future, a supplemental report will be issued.